Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device:uterus') and embedded device ('preop ultrasound suggested the extra coil was embedded in posterior myometrium/metallic device is present within the uterus.') In a 31-year-old female patient who had essure (batch no. 627751,627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intermenstrual bleeding. On examination of vagina and all fluid no coils found, therefore assumption is that a third coil is in uterus. Concurrent conditions included asthma, seasonal allergy, renal colic, morbid obesity, nausea, vomiting, hearing loss, tinnitus, dizziness, urolithiasis, urinary calculus, unspecified, dorsalgia, chronic pain, right lower quadrant pain, flank pain, renal colic, vertigo, migraine headache, hematuria, nephrolithiasis, marital stress, polymenorrhoea, uterine bleeding, leiomyoma nos, pneumonia streptococcal, adenomyosis, uterine leiomyoma, uterus enlarged and ovarian cyst. Concomitant products included clarithromycin (claritin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced pelvic pain ("physical pain/pelvic area pain, mild to severe at times"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone, montelukast, nsaids, paracetamol (acetaminophen), salbutamol (albuterol), tamsulosin and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, back pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, device expulsion, embedded device, fatigue, heavy menstrual bleeding, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this patient has coils in each proximal tube with proper placement. The third coil is left inside uterus. Will leave insitu unless clinical problems insue. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pain, abnormal bleeding, psych injury, fatigue, migration. Placement of essure coil done unsuccessful coil placed into endometrial cavity. Failed hysteroscopy. Both ostia seen, coils then placed x 2 with excellent ¿ placement with 1 x 6 coils visible in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 627314 manufacture date: 2008-06 expiration date: 2010-06 . Lot number: 627751 manufacture date: 2008-08 expiration date: 2010-08. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, device expulsion, back pain, pelvic pain, anxiety, depression, fatigue, vaginal haemorrhage, embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-apr-2021: mr received. Reporter information, medical history, date explanted, event "preop ultrasound suggested the extra coil was embedded in posterior myometrium", auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device:uterus') in a 31-year-old female patient who had essure (batch no. 627751,627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on examination of vagina and all fluid no coils found, therefore assumption is that a third coil is in uterus. Concurrent conditions included asthma, seasonal allergy, renal colic, morbid obesity, nausea, vomiting, hearing loss, tinnitus, dizziness and urolithiasis. Concomitant products included clarithromycin (claritin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic area pain, mild to severe at times"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bladder disorder ("baldder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone, montelukast, nsaids, paracetamol (acetaminophen), salbutamol (albuterol) and tamsulosin. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, back pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, device expulsion, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this patient has coils in each proximal tube with proper placement. The third coil is left inside uterus. Will leave insitu unless clinical problems insue. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pain, abnormal bleeding, psych injury, fatigue, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number: 627314 ,manufacture date: 2008-06, expiration date: 2010-06 . Lot number: 627751, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device:uterus') in a (B)(6) year old female patient who had essure (batch no. 627751,627314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on examination of vagina and all fluid no coils found, therefore assumption is that a third coil is in uterus. Concurrent conditions included asthma, seasonal allergy, renal colic, morbid obesity, nausea, vomiting, hearing loss, tinnitus, dizziness and urolithiasis. Concomitant products included clarithromycin (claritin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic area pain, mild to severe at times"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), hydrocodone, montelukast, nsaids, paracetamol (acetaminophen), salbutamol (albuterol) and tamsulosin. Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, back pain, abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, device expulsion, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this patient has coils in each proximal tube with proper placement. The third coil is left inside uterus. Will leave insitu unless clinical problems ensue. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pain, abnormal bleeding, psych injury, fatigue, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- bladder problems, urinary tract disorder, bladder infection, vaginal infection, uti, vaginal discharge, fatigue. Fu 05 and 06 was processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.